Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019]. -gram-negative bacteria (1 cfu/100ml). [Second time; (B)(6) 2019]. -staphylococcus epidermidis, staphylococcus haemolyticus, staphylococcus warneri and micrococcus luteus (total : 13 cfu/100ml). [Third time; (B)(6) 2019]. -microbacterium sp. (29 cfu/100ml). [Fourth time; (B)(6) 2019]. -instrument channel: staphylococcus epidermidis and penicillium sp. (Total : 9 cfu/100ml). -air/water channel: micrococcus sp. (2 cfu/100ml). -suction channel: micrococcus sp., microbacterium sp. And staphylococcus epidermidis (total : 12 cfu/100ml). -auxiliary channel: micrococcus sp. (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for staphylococcus coagulase negative (1 cfu/endoscope). The testing result cleared the french guideline. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity the exact cause of the reported event could not be conclusively determined.